Event description:
A customer reported that results for a single patient sample processed on the vitros engen laboratory automation system were discordant when compared to the results obtained from the vitros 4600 chemistry system. The affected results were reported out of the laboratory. This discordance could occur undetected potentially leading to inappropriate physician action. The incident was reported to the pathologist for review however a corrected report was not issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results for a single patient sample processed on the vitros engen laboratory automation system were discordant when compared to the results obtained from the vitros 4600 chemistry system. The root cause of this event is related to an issue with the custom vitros engen laboratory automation system configuration (.gsb) file. Additional investigation is ongoing.